Manufacturer narrative:
Pending testing results from manufacturer.

Event description:
Patient (B)(6) stated that his son experienced swelling and blurred vision of the eye after using medical device best choice hydrogen peroxide cleaning and disinfectant lens care system.

Manufacturer narrative:
Per the initial report it was stated that the patient used incorrect product by mistake. Product misuse was determined to be the root cause for the reported complaint.

Event description:
This is a follow-up report. Initial report was sent on 09/16/2016. Patient (B)(6) stated that his son experienced swelling and blurred vision of the eye after using medical device best choice hydrogen peroxide cleaning and disinfectant lens care system.